Event description:
As reported: "...patient came into the office complaining of pain. At that time he had the patient get xrays of the hip. With further investigation it appeared that the cup had lucencies around it. He monitored the patients pain and activity levels and eventually decide to have the implant revised. Upon revising the cup it appeared to have a little bony ongrowth around perimeter of the shell in a couple of small locations." Update: "left side."

Manufacturer narrative:
An event regarding shell loosening involving a tritanium shell was reported. The event was not confirmed. Method & results product evaluation and results: visual inspection was performed as part of the material evaluation and indicated the following comments. "Damage consistent with the implantation/explantation process was observed on the proximal surface, distal rim, and distal surface. Material is consistent with the astm f67 alloy. No materials or manufacturing discrepancies were observed on the surfaces examined." Dimensional inspection: not performed as the reported device was implanted and subsequently explanted. The device was returned damaged and in its current condition would not be an accurate reflection of its original manufactured condition. Functional inspection: not performed as the reported device was implanted and subsequently explanted. The device was returned damaged and in its current condition would not be an accurate reflection of its original manufactured condition. Material evaluation was completed and indicated the following comments: "damage consistent with the implantation/explantation process was observed on the proximal surface, distal rim, and distal surface. Material is consistent with the astm f67 alloy. No materials or manufacturing discrepancies were observed on the surfaces examined." Medical records received and evaluation: no medical records were received for review with a clinical consultant product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "...patient came into the office complaining of pain. At that time he had the patient get xrays of the hip. With further investigation it appeared that the cup had lucencies around it. He monitored the patients pain and activity levels and eventually decide to have the implant revised. Upon revising the cup it appeared to have a little bony ongrowth around perimeter of the shell in a couple of small locations." Update: "left side."